Event description:
The customer reported an intermittent communication failed error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The generator interface board, fluoro functions board, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.